Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified a sharp break on the posterior and a missing portion of the shell. A dimension measurement in the shell was performed which identified the thickness as within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening; missing shell due to inconclusive.

Event description:
Health professional reported left side, "experienced deformation of breast, felt a lump," and rupture. The device was explanted.